Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficult to remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with an accessory catheter during removal, resulting in the reported resistance during removal. Analysis of the returned device confirmed the outer diameter of the wire was within specification. Additionally, a functional test was performed, advancing and removing the wire through a proxy catheter. The wire passed without resistance. In this case, it is likely a characteristic of the accessory catheter used that contributed to the interaction between the catheter and wire, resulting in the reported resistance during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified lesion in the left anterior descending (lad) coronary artery. The ht balance middleweight elite guide wire was advanced through the lesion without issues; however, when it was removed from the patient the weld part of the guide wire became caught on the introducer sheath. The guide wire was able to be removed by simply pulling it out. A second ht balance middleweight elite guide wire was advanced, but the same issue occurred during removal even though it was a new introducer sheath. The procedure was successfully completed with a non-abbott guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.